Manufacturer narrative:
Please note that this is a resubmission of a previously submitted MDR in 2015. Please see submission comment for explanation. Exemption letter e2013012 alma ltd. (Manufacturer) is submitting this report on behalf of alma inc. (Importer). The incident was caused by misuse of the device. The patient admitted to the carelessness on her part in not wearing protective eye wear while performing the laser procedure. Therefore the device was not required to be investigated. There is no corrective or preventive action as the importance of wearing an eye wear for eye safety is adequately documented in operator's manual and is also covered during the training provided to the customer.

Event description:
The operator/aesthetician in (B)(6) had an ocular exposure to a laser. The operator (hereafter, designated as the patient for this event) performed a resurfacing laser procedure on herself without wearing protective eye wear and accidently opened her eye during the treatment.